Manufacturer narrative:
This complaint is for efs - percutaneous osseointegrated prosthesis - (B)(4). This is a novel device and does not have an assigned 510(k) number or product code to date. In order to zip this medical device report a product code has to be supplied, leaving the product code blank in is not an option. The hip stem product code lph was used; please note lph is not the correct product code for this product.

Event description:
Revision surgery - the knee center of rotation was approximately 10mm distal from the contralateral limb and verified with standing x-ray. While this was within a functional range for the prosthetic knee set up, the patient requested a correction. The patient was advised on possible risk associated with revision and opted for the 60mm post. This risk is documented in sku 20140018 line 4.13 concerning knee center of rotation height. No components that were removed were reused.